Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery. Pre-dilatation was performed 3 times with a 3.5 x 8 mm balloon, reducing the stenosis to less than 40%. The 3.5 x 12 mm implant was deployed at 8 atmospheres (atm), but when the delivery system was retracted resistance was felt between the balloon and the implant. When the delivery system was removed, the balloon was confirmed to be fully deflated and tightly folded. Post-dilatation was performed with a 3.5 mm balloon. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for difficult to remove post deployment reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.